Manufacturer narrative:
Device was not returned for evaluation.

Event description:
Information was requested on the plastic applier tube on the mammomarker due to the deployment process. Physician noticed that end of the applier tube was inside the patient's breast. The customer was faxed the component make-up.